Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Reportedly, the customer dropped the pump, and the cartridge had become cracked. Blood glucose level was 187 mg/dl. A new cartridge was loaded successfully. Insulin delivery was resumed.